Manufacturer narrative:
According to the biomedical engineering supervisor, (B)(4), the unit power was removed from the sys possibly due to a power loss. The sys is equipped with a floating table top that may move when the unit looses power. The described event occurred due to the pt leaning on the table when the unit lost power. The reported issue appears to be a first occurrence and no similar issues have been reported from the field.

Event description:
Siemens healthcare became aware of the reported event through a medwatch report (B)(4) filed by the customer. A f/u call was made to the customer. According to the biomedical engineering supervisor, gary guyton, an elderly pt was being prepped for a shoulder x-ray on the multix sys. The pt was leaning on the table when the table floated causing her to fall. The pt fell on the floor and broke her hip. She was hospitalized at the facility.